Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.0mm icm120v4 implantable collamer lens, -03.0 diopter, in the patient's right eye (od) on (B)(6) 2011. The lens was explanted on (B)(6) 2016 due to low vaulting and lens opacity (anterior subcapsular). The lens was exchanged for a longer lens and the problem was resolved.. The patient's post-op best-corrected visual acuity was 20/20.

Manufacturer narrative:
Additional information: this device is not marketed in the u.s. Device evaluation: the lens was returned dry in a lens case/vial with clear surgical residue/debris on product. Visual inspection found the haptic bent and foreign material on lens surface (spot). Work order search: no similar complaints were reported for units within the same lot. Corrected data: patient code: (B)(4) - previous code not applicable; no induced cataract reported. Device code: (B)(4) (explanted) - code not applicable; should be in patient code, not device code. (B)(4).